Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the audiologist, the patient experienced non-auditory sensations and pain with device use. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2021, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 03, 2021.